Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 47 mg/dl at the time of incident and the other blood glucose of the customer were 52 mg/dl, 57 mg/dl, 64 mg/dl, 72 mg/dl and 124 mg/dl. Customer reported when sensor was inserted got blood on it. Customer did not receive a sensor updating or sensor glucose value not available alert. Customer did receive a calibration not accepted alert and change sensor alert. The insulin pump will not be returned for analysis.